Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed visual inspection and found the sensor introducer needle bent. Unable to confirm that the customer received the needle in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the needle on the sensor did not retract after removing the needle housing. Customer had to pull the needle out of the body, there was blood on site. Customer's blood glucose was unknown. Customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.